Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse indicated that the customer found a leak from the bsv to the first blood detector and reseated the tubing back on; however, the leak persisted and the instrument was not recovering differentials. The fse checked (verified) proper seating of the tubing on bsv and blood detector, and found a second leak from valve vl27 on feed through fitting ff66 to the diff lyse pump. The fse replaced all tubing through vl27 and lyse pump and the instrument was verified without further evidence of a leak or diff vote outs. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 15 ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and start up failure and differential (diff) vote outs were also reported in connection with the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.